Event description:
The reporter states that the reporter obtained a blood glucose result of 594 mg/dl on the accu-chek complete system in comparison to a blood glucose result of 127 mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. The reporter ate bread and felt better after treatment. No adverse event reported. New system sent to customer and return requested.